Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's blood glucose was 280 mg/dl at the time of call. The customer's father stated that they were given insulin with the insulin pump and fluids to treat the blood glucose. The customer's father stated that they were wearing the insulin pump during hospitalization. The customer's father stated that the drive support cap appeared normal. The customer's father performed troubleshooting and did not find air bubbles, leaks and site and insulin issues. The customer's father stated that the basal rates were programmed inaccurately. The customer's father performed high pressure test and the insulin pump passed. The customer's father was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.